Event description:
Hapi= hospital acquired pressure injury. Not present on admission unstageable pressure injury discovered to patient's philtrum on [redacted] related to anchor fast device. Patient has been extubated. This product has been associated with an increase in pressure injuries. Mfg has acknowledged an increase in these reports but is not initiating a recall. They have returned to the old design but with sub-par adhesive material. There has been multiple correspondence with manufacturer. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).